Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the mobile application used for magnetic resonance imaging (MRI) accessibility displayed a diagnostic message indicating that the leadless implantable pulse generator (ipg) was turned off and that elective replacement indicator (eri) had been reached when attempting to program the ipg into MRI mode. It was not possible to program the ipg with the mobile application used for MRI accessibility and an alternative mobile programmer application was used to program the ipg. No patient complications have been reported as a result of this event. It was reported that the patient required an magnetic resonance imaging (MRI). When interrogating the leadless implantable pulse generator (ipg) to set to sucrescan mode, it was noted that the leadless ipg was programmed off and elective replacement indicator (eri) was reached. Upon further review it was noted that the leadless ipg had exhibited an unknown "hard reset", resulting in above issues. Further interrogation was done after the MRI and showed normal device function. The leadless ipg remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.